Event description:
Philips received a complaint on the heartstart mrx device indicating that the electrode test failed. The fse evaluated the device on site, checked all accessories conducted operation test which the device passed successfully, the device is fully functional. No device problem confirmed. The device remains at the customer site and no further evaluation is warranted at this time.